Manufacturer narrative:
The returned device was investigated, and the reported material separation of flush port was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not identify a similar incident reported from this lot. Based on the information provided and the results of the device analysis, the reported broken flush port appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. Device evaluation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report device component separation. It was reported that during prep of the clip delivery system (cds), the plastic top of the flush port where the red cap goes broke off. It broke when the red cap was put on after de-airing. All steps during prep were performed per the instructions for use (IFU). The device was not used and there was no patient involvement. A new cds was able to be prepped and used without issue to complete the procedure. No additional information was provided.